Manufacturer narrative:
Per the field service report from field service representative (fsr), he performed a "verification of system functions" per the preventative maintenance procedure. All safety functions (air bubble detection, level sensing, pressure shutoff), all roller to roller settings, and the battery backup functioned to manufacturer specifications.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was excessive bleeding. While the perfusionist (ccp) was transfusing the patient, clots were seen in the circuit (customer does not use a terumo perfusion circuit). A new perfusion circuit was set up and prepared. During the second cpb period, air was introduced into the patient near the arterial filter of the circuit. The patient received a large bolus of air and expired in the operating room (o/r). Per the clinical review on (B)(6) 2013: this patient required emergent valve and tricuspid valve replacement surgery and closure of the atrial septal defect. The actual surgical repairs were completed and the patient was weaned from cpb. Blood returning to the cpb circuit, by way of the pump suckers, was returned to the patient via arterial roller pump and the remainder of the cpb circuit (into the aortic cannula). As sucker return and transfusion continued, the anesthesiologist started protamine to reverse the action of heparin and begin the hemostatic process. As transfusion continued, the line pressure in the cpb circuit increased and there were signs of circuit obstruction. Shortly after, clots were seen in the circuit, including the arterial line of the circuit. Transfusion was stopped and the aortic cannula was removed. The patient continued to bleed and hemodynamics continued to decline. A new cpb circuit was assembled, primed, and de-bubbled in preparation for return to cpb. Heparin was re-dosed and aortic and venous cannulae were placed. The arterial filter was not primed or de-bubbled to shorten preparation time, and the filter was bypassed via clamps and flow established around via the bypass loop. Cpb was re-established and in the first minutes of this second cpb period, the assistant perfusionist attempted to fill and de-bubble the arterial filter. During this process, air was introduced into the arterial line (near the arterial filter) and the air travelled up the arterial line into the aortic cannula and arterial circulation of the patient. Attempts to remove the air was not successful and patient hemodynamics continued to decline. The patient expired in the operating room. According to the nurse/manager of cardiac services: "this was human error and not caused by the system 8000." The 8000 perfusion system was inspected by the manufacturer's field service representative, and all components and safety systems operated to specification.